Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient came into clinic on (B)(6) 2016 and per the power ports of his controller were assessed by the vad team. Per the vad coordinator, one of the ports was loose to the touch and appeared that it may actually fall out of the controller housing.&#2068;he patient denies any alarms associated with it or any loss of power.&#2062;o alarms were noted on vad interrogation. No additional information available.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the controller failed visual inspection due to loose power port 1 and power port 2 connectors with a missing o-ring gaskets and a loose serial port connector with missing o-ring gasket and rubber cap. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. Supplemental testing was performed to evaluate the serial port, power port 1 and power port 2 that were found to be loose, in addition to having missing o ring gaskets. The controller housing cover was removed and visually inspected for anomalies. The controller cover and housing was found contaminated with foreign substances. On removing the esd shield and the main pcb board it was notice that the locknuts for the serial port, power port 1 and power port 2 were securely tight. However a review of the device's manufacturing records indicated there were no non-conformances generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The manufacturer has opened an investigation with the supplier to evaluate the loose connectors. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.